Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the impactor tip broke while hammering the implant. No patient complications reported.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. A visual inspection found the device exhibits obvious signs of wear and breakage. A visual inspection showed the device to be broken with multiple gouges and chips out of the device on multiple surfaces and a brittle fracture thru the center of the instrument with superior portion of instrument that contains catalog# and lot# missing. A review of the device history for the lot was not possible since the lot number was not communicated and the portion of the lot which contains the lot number was broken/missing and not returned. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to wear & design related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the impactor tip broke while hammering the implant. No patient complications reported.